Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the high pressure test was failed. The customer blood glucose level was 355 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports that they did not allege pump was under delivering. The customer stated that the insulin drive support cap appears normal. Drive support cap appears normal. Customer stated insulin exited at the quick release. The insulin pump will be returned for analysis.